Event description:
Product analysis was completed and the fracture allegation was confirmed. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient underwent a full revision. Suspect device has been received and is undergoing product analysis no other relevant information has been received to date.

Event description:
It was reported that the patient was interrogated and high impedance was seen. X-rays were noted to be taken. It was also noted that low output current was seen. X-ray images were received and assessed. Based on the x-rays received, the cause of high impedance cannot be confirmed due to the limited views available for review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.